Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 12 inappropriate shocks. Oversensing of noise was observed. Therapy was exhausted in two episodes. It was reported that the patient had low potassium at the time, which may have contributed to the event. Some troubleshooting was performed, and the sense vector was reprogrammed from secondary to alternate. No adverse patient effects were reported.